Event description:
Upon inspection found mwe151 broken and needs to be replaced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction: emdr data - FDA registration number (montbonnot), d3 (legal manufacturer), g1 (manufacturing site).

Event description:
Upon inspection found mwe151 broken and needs to be replaced.

Manufacturer narrative:
Correction: please refer to h6 (device & health impact) codes. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device indicates significant wear and extensive usage. The shaft region of the device has circular gouge and abrasion marks. The distal region of the driver shows clear signs of wear and mechanical stress. The red circled region highlights deformation along the edge, with visible irregularities that suggest repeated force or impact. The surface appears rough and dull, with multiple water spots, indicating frequent exposure to cleaning or sterilization processes. These features are consistent with extensive use and possible material fatigue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a combination of user-related factors and progressive wear. The deformation and expansion observed at the distal engagement area suggest that excessive torsional force was applied during operation, likely while engaging or disengaging the reamer. Additionally, the dull surface and presence of water spots indicate frequent cleaning and sterilization cycles which may have gradually weakened the material and contributed to its compromised structural integrity. Improper handling during use or reprocessing further accelerated the damage. If any further information is provided the complaint report will be updated.

Event description:
Upon inspection found mwe151 broken and needs to be replaced.